Manufacturer narrative:
The device was received for evaluation. Visual inspection by naked eye observed the dark blue female connector was separated from the light blue main body. The reported condition was verified. Functional testing was performed on the sample provided. This testing includes leak testing, clear passage, and clamp function testing. There were no issues observed during the functional testing. The transfer set was connected and disconnected by hand using an in-lab patient connector with no issues noted. The cause was determined to be manufacturing issue due to an inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was unable to disconnect their minicap transfer set from the cycler. According to the reporter, the dark blue connector became loose from the light blue part of the transfer set. This occurred after use of the device for peritoneal dialysis therapy. It was reported the transfer set was changed 11 days prior to the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.